Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat crease and an opening. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the valve bond edge due to an unidentified (tear) opening.

Event description:
The device has been explanted.